Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time; recertification testing was performed and unit passed. Rotor cycle timing and accuracy were checked. Average rotor cycle time measured 8.5 seconds using a stopwatch. Unit fed 64.3 ml of water by weight in 30 minutes using a scale. Both readings are within specification. Unit was disassembled. Visual inspection found no apparent anomalies. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump has an inaccurate flow rate.

Manufacturer narrative:
After reviewing all of the information regarding this incident, this event has been deemed not reportable. Please note unless additional details are received from the reporter indicating that the event was truly a reportable event, no further reports will be forwarded. If information is provided in the future, a supplemental report will be issued.